Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and evaluated for the reported event. Visual inspection was performed and found that the check valve was present. Functional testing was performed, passing successfully as the set primed and flowed normally. The reported condition could not be verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a missing ¿check valve¿ component in an access administration set. This event occurred during infusion with an unknown solution. There was no report of patient injury or medical intervention associated with this event. No additional information is available.